Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, for the first firing of stomach resection the surgeon clamped the tissue and tried to fire the device, however, the surgeon could not. The procedure was completed with another device. It was noted that after the surgery, they tried to fire the device without clamping the tissue for a trial and they could fire the device.